Event description:
Patient had obtained the new meter in june and had set up the meter. Patient had tested their blood glucose and showed patient's family member the reading was in mmol/l. Family member questioned patient about the decimal point and patient did not know anything about it. So, family member ignored the unit of measurement. In 2004, the patient had a schedule md's appointment and had lab work done. Patient had not been feeling well the day of the appointment and does not recall if patient had tested patient's sugar prior to visiting the doctor. Doctor had told patient that their reading was high at the lab; however, reported does not recall what the reading was. Md tested patient's sugar prior to visiting the doctor. Doctor had told patient that patient's reading was high at the lab; however, reported does not recall what the reading was, md advised the patient to get the meter fixed and mentioned that the patient was on a verge of having a stroke. Md did not treat patient and advised patient to come back on friday to do another lab test. He also recommended patient to bring patient's meter with patient to do a meter to lab comparision. Ccr assisted the reporter in setting the meter back to mg/dl, and sent patient a replacement meter. Medical affairs had the reporter run a control solution test and the meter had passed with a reading of 117 (93-26). When asked if patient could have possible changed the unit of measurement by accident in the set up mode family member stated," I honestly do not think so." This case is being reported as a malfunction, since it appeasrs to be a 'spontaneous occurrence' and not caused by the patient changing the battery or accidentally changing the unit of measurement.